Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch/lot number was not provided for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The following information was requested, but unavailable: what caused the staple line leak? Was the staple line complete? Were the staples formed in the proper b form shape? Did the patient receive any blood products? Was intra-op or post -op care changed for the patient?

Event description:
It was reported that during a sleeve gastrectomy procedure, there was a failure of stapling tissue. At the beginning the surgeon noticed excessive unusual bleeding at the staple line area, he placed a gauze on the bleeding area then carried on with subsequent firings to complete the gastrectomy as intended. Upon returning to the bleeding area for inspection and bleeding control, he found the gastric tube popping out of the part of the staple line where the bleeding happened, only at this point he realized there was a failure in stapling and he concluded that the stapler cut without deploying staples or with a significant failure of proper stapling. He used sutures to close the failed staple line and performed the necessary steps to verify closure was complete. Hand sewing was used to complete the procedure.